Event description:
It was reported that an unexpected pump reset occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 / 2.9.1 / ios 26.1.